Event description:
Received bivona tracheostomy tube 3.5 32mm uncuffed to be washed. When attempting to clean the tracheostomy tube, respiratory staff member could not pass water through the device. Found the white plastic tip disconnected from the obturator occluding the tracheostomy tube. After finding this, she checked the tips on 4 other bivona 3.5 neonatal tracheostomy and found the tips loose and could be easily disconnected. These are specialty trach tubes made for specific patients. The white tip is apparently attached with glue.

Event description:
Received bivona tracheostomy tube 3.5 32mm uncuffed to be washed. When attempting to clean the tracheostomy tube, respiratory staff member could not pass water through the device. Found the white plastic tip disconnected from the obturator occluding the tracheostomy tube. After finding this, she checked the tips on 4 other bivona 3.5 neonatal tracheostomy and found the tips loose and could be easily disconnected. These are specialty trach tubes made for specific patients. The white tip is apparently attached with glue.